Manufacturer narrative:
(B)(4). Concomitant products - 32mm mod head cocr -6mm neck catalog # 163667 lot# unknown, m/h radial solid/apx shl 52mm catalog # 13-104052 lot# unknown, unknown g7 e1 neutral liner catalog # unknown lot# unknown. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial right total hip arthroplasty. The patient was noted to have lucency along medial aspect of the stem. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.